Manufacturer narrative:
Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2024, a patient with end-stage renal disease underwent placement of a gore® acuseal vascular graft (acuseal graft) as an arteriovenous graft (avg) for dialysis access creation from the right brachial artery to right axillary vein. On (B)(6) 2024, a percutaneous transluminal angioplasty was performed to treat an occlusion of the acuseal graft. On (B)(6) 2024, a percutaneous transluminal angioplasty was performed to treat an occlusion of the acuseal graft. On (B)(6) 2024, a percutaneous transluminal angioplasty was performed to treat an occlusion of the acuseal graft. On (B)(6) 2024, a percutaneous transluminal angioplasty was performed to treat an occlusion of the acuseal graft. On (B)(6) 2024, a percutaneous transluminal angioplasty was performed to treat an occlusion of the acuseal graft. On (B)(6) 2024, a percutaneous transluminal angioplasty was performed to treat an occlusion of the acuseal graft. On (B)(6) 2024, a percutaneous transluminal angioplasty was performed to treat an occlusion of the acuseal graft. On (B)(6) 2024, a reintervention was performed to treat an occlusion of the acuseal graft. The acuseal graft was removed. Upon removal of the acuseal graft, a whitish opacity was observed at the implantation site, and infection of the vascular graft was confirmed. Blood cultures identified methicillin-sensitive staphylococcus aureus (mssa). A temporary dialysis catheter was placed on the same day, and a new avg with now vascular graft was scheduled to be constructed after recovery. Despite continued drainage and medical therapy, infection control was unsuccessful, and the patient¿s condition gradually deteriorated, developing disseminated intravascular coagulation (dic) and pressure ulcers. On (B)(6) 2024, the patient passed away.